Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Item: 04.037.058s , lot: 9931945 , mfg qty: 6 , mfg date: 28 oct 2015 , mfg location: monument , scn: 11916 , exp date: 30 sep 2025. DHR indicates all required inspections were performed and found acceptable. No ncrs or reworks were generated during the production of this product. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient ID: (B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent removal of trochanteric fixation nail advanced (tfna) which includes one (1) nail and two (2) 5mm locking screws on (B)(6) 2018 due to pain at the trochanteric region. The tfna was implanted on (B)(6) 2016. The patient was noted to have healed and the devices were removed intact. The surgery was successfully completed with no delay. There was no patient consequence; the patient outcome was reported as okay/complete. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: lot and UDI number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.